Event description:
It was reported that the patient received an inappropriate shock due to oversensing approx. 126 months after the implantation. Oversensing could be reproduced with pocket manipulation. The therapies have been deactivated. As for the patient it was primary prevention implant with no history of any therapy since original implant in (B)(6)2011, a downgrade to crtp is under consideration.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing approx. 126 months after the implantation. Oversensing could be reproduced with pocket manipulation. The therapies have been deactivated. As for the patient it was primary prevention implant with no history of any therapy since original implant in (B)(6)2011, a downgrade to crtp is under consideration.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 11th november 2021 and 10th february 2022 showed the sudden increase of the pacing impedance from approximately 550 ohms to 1100 ohms and the increased short rv counter from 0 to greater than 249 at the end of the recorded period. The episode list confirmed the observed shock delivery as well as two charging cycles. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observations. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.